Event description:
It was reported that the patient experienced syncope and presented to the emergency room. Upon interrogation, the right ventricular lead exhibited loss of capture. Fluoroscopy revealed that the lead had dislodged. A pneumothorax was also observed. On (B)(6) 2014 surgery was performed and the rv lead was repositioned into the right atrium. No further information could be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.